Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("thr right essure coil had perforated through the tubal lumen but not through the serosa"), pelvic pain ("pelvic pain / left pelvic pain"), dysmenorrhoea ("worsening dysmenorrhea / pain was occouring with menses"), menorrhagia ("heavy menorrhagia / menstrual period was heavy/ spotting"), pelvic adhesions ("laparoscopy and lysis of adhesion"), genital haemorrhage ("spotting") and uterine haemorrhage ("abnormal uterine bleeding lasting six to eight weeks") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menstruation normal. Concurrent conditions included general anesthesia since (B)(6) 2006 and dermatitis due to metals. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In 2012, the patient experienced abdominal pain lower ("left lower quadrant pain, cramping over the left lower side of the abdomen"). On (B)(6) 2014, 7 years 9 months after insertion of essure (ess205), the patient experienced urinary tract infection ("urinary tract infection"). In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain / cramping over the left lower and upper side of the abdomen / throbbing, aching and constant pain in her abdomen"), migraine ("migraines"), abdominal discomfort ("burning sensation over her lower abdomen"), rash generalised ("body rashes"), abdominal pain upper ("cramping over the upper side of the abdomen"), menstruation irregular ("prior to essure, plaintiff experienced normal menstrual cycles") and uterine leiomyoma ("right uterine cornual fibroid"). The patient was treated with surgery (on (B)(6) 2015, total laparoscopic hysterectomy, diagnostic laparoscopy, and bilateral salpingectomy) and surgery (lysis on (B)(6) 2014). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic pain, dysmenorrhoea, menorrhagia, pelvic adhesions, genital haemorrhage, uterine haemorrhage, abdominal pain, migraine, abdominal pain lower, abdominal discomfort, abdominal pain upper, urinary tract infection, menstruation irregular and uterine leiomyoma had resolved and the rash generalised had not resolved. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, abdominal pain upper, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, menstruation irregular, migraine, pelvic adhesions, pelvic pain, rash generalised, urinary tract infection, uterine haemorrhage and uterine leiomyoma to be related to essure (ess205). The reporter commented: plaintiff chase underwent a mirena iud insertion for pelvic pain on (B)(6) 2014 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: bilateral tubal occlusion . The pathology report states there is silver-colored metal present in both of the proximal oviducts. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 14-jun-2018: summons received: new reporters, events fallopian tube perforation, abdominal pain upper, urinary tract infection added. Outcome for the events fallopian tube perforation, abdominal discomfort, abdominal pain upper, urinary tract infection updated to recovered / resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('thr right essure coil had perforated through the tubal lumen but not through the serosa'), pelvic pain ('pelvic pain / left pelvic pain'), dysmenorrhoea ('worsening dysmenorrhea / pain was occuring with menses'), menorrhagia ('heavy menorrhagia / menstrual period was heavy/ spotting') and pelvic adhesions ('laparoscopy and lysis of adhesion') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstruation normal. Plaintiff is 46 years old. Concurrent conditions included general anesthesia since (B)(6) 2006 and dermatitis due to metals. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In 2012, the patient experienced abdominal pain lower ("left lower quadrant pain, cramping over the left lower side of the abdomen"). On (B)(6) 2014, the patient experienced pelvic adhesions (seriousness criteria medically significant and intervention required), 7 years 9 months after insertion of essure (ess205). On (B)(6) 2014, the patient experienced urinary tract infection ("urinary tract infection"). In 2014, the patient experienced genital haemorrhage ("spotting"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding lasting six to eight weeks"), abdominal pain ("severe abdominal pain / cramping over the left lower and upper side of the abdomen / throbbing, aching and constant pain in her abdomen"), migraine ("migraines"), abdominal discomfort ("burning sensation over her lower abdomen"), rash ("body rashes"), abdominal pain upper ("cramping over the upper side of the abdomen"), menstruation irregular ("prior to essure, plaintiff experienced normal menstrual cycles"), hypersensitivity ("hypersensitivity symptoms"), autoimmune disorder ("autoimmune symptoms") and headache ("headaches") and was found to have uterine leiomyoma ("right uterine cornual fibroid"). The patient was treated with surgery (lysis on (B)(6) 2014, on (B)(6) 2015, total laparoscopic hysterectomy, diagnostic laparoscopy and bilateral salpingectomy and on (B)(6) 2015, total laparoscopic hysterectomy, diagnostic laparoscopy, and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic pain, dysmenorrhoea, menorrhagia, pelvic adhesions, genital haemorrhage, uterine haemorrhage, abdominal pain, migraine, abdominal pain lower, abdominal discomfort, abdominal pain upper, urinary tract infection, menstruation irregular and uterine leiomyoma had resolved, the rash had not resolved and the hypersensitivity, autoimmune disorder and headache outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, abdominal pain upper, autoimmune disorder, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstruation irregular, migraine, pelvic adhesions, pelvic pain, rash, urinary tract infection, uterine haemorrhage and uterine leiomyoma to be related to essure (ess205). The reporter commented: plaintiff chase underwent a mirena iud insertion for pelvic pain on (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: bilateral tubal occlusion. Diagnostic results: the pathology report states there is silver-colored metal present in both of the proximal oviducts. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received: events- headaches, hypersensitivity and autoimmune disorder added. Events- genital hemorrhage and uterine hemorrhage seriousness criteria updated to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('thr right essure coil had perforated through the tubal lumen but not through the serosa'), pelvic pain ('pelvic pain / left pelvic pain'), dysmenorrhoea ('worsening dysmenorrhea / pain was occuring with menses'), menorrhagia ('heavy menorrhagia / menstrual period was heavy/ spotting') and pelvic adhesions ('laparoscopy and lysis of adhesion') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstruation normal. Plaintiff is 46 years old. Concurrent conditions included general anesthesia since (B)(6) 2006 and dermatitis due to metals. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In 2012, the patient experienced abdominal pain lower ("left lower quadrant pain, cramping over the left lower side of the abdomen"). On (B)(6) 2014, the patient experienced pelvic adhesions (seriousness criteria medically significant and intervention required), 7 years 9 months after insertion of essure (ess205). On (B)(6) 2014, the patient experienced urinary tract infection ("urinary tract infection"). In 2014, the patient experienced genital haemorrhage ("spotting"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding lasting six to eight weeks"), abdominal pain ("severe abdominal pain / cramping over the left lower and upper side of the abdomen / throbbing, aching and constant pain in her abdomen"), migraine ("migraines"), abdominal discomfort ("burning sensation over her lower abdomen"), rash ("body rashes"), abdominal pain upper ("cramping over the upper side of the abdomen"), menstruation irregular ("prior to essure, plaintiff experienced normal menstrual cycles"), hypersensitivity ("hypersensitivity symptoms"), autoimmune disorder ("autoimmune symptoms") and headache ("headaches") and was found to have uterine leiomyoma ("right uterine cornual fibroid"). The patient was treated with surgery (lysis on (B)(6) 2014, on (B)(6) 2015, total laparoscopic hysterectomy, diagnostic laparoscopy and bilateral salpingectomy and on (B)(6) 2015, total laparoscopic hysterectomy, diagnostic laparoscopy, and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic pain, dysmenorrhoea, menorrhagia, pelvic adhesions, genital haemorrhage, uterine haemorrhage, abdominal pain, migraine, abdominal pain lower, abdominal discomfort, abdominal pain upper, urinary tract infection, menstruation irregular and uterine leiomyoma had resolved, the rash had not resolved and the hypersensitivity, autoimmune disorder and headache outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, abdominal pain upper, autoimmune disorder, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstruation irregular, migraine, pelvic adhesions, pelvic pain, rash, urinary tract infection, uterine haemorrhage and uterine leiomyoma to be related to essure (ess205). The reporter commented: plaintiff chase underwent a mirena iud insertion for pelvic pain on (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: bilateral tubal occlusion. Diagnostic results: the pathology report states there is silver-colored metal present in both of the proximal oviducts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-sep-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / left pelvic pain"), dysmenorrhoea ("dysmenorrhea / pain was occuring with menses"), menorrhagia ("heavy menorrhagia / menstrual period was heavy/ spotting"), pelvic adhesions ("laparoscopy and lysis of adhesion"), genital haemorrhage ("spotting") and uterine haemorrhage ("abnormal uterine bleeding lasting six to eight weeks") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menstruation normal. Concurrent conditions included general anesthesia since 2006 and dermatitis due to metals. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2012, the patient experienced abdominal pain lower ("left lower quadrant pain"). In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain / cramping over the left lower and upper side of the abdomen / throbbing, aching and constant pain in her abdomen"), migraine ("migraines"), abdominal discomfort ("burning sensation over her lower abdomen") and rash generalised ("body rashes"). The patient was treated with surgery (on (B)(6) 2015, total laparoscopic hysterectomy, diagnostic laparoscopy, and bilateral salpingectomy), surgery (on (B)(6) 2015, total laparoscopic hysterectomy, diagnostic laparoscopy, and bilateral salpingectomy), surgery (on (B)(6) 2015, total laparoscopic hysterectomy, diagnostic laparoscopy, and bilateral salpingectomy) and surgery (lysis on (B)(6) 2014). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, pelvic adhesions, genital haemorrhage, uterine haemorrhage, abdominal pain, migraine and abdominal pain lower had resolved and the rash generalised had not resolved. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic adhesions, pelvic pain, rash generalised and uterine haemorrhage to be related to essure (ess205). The reporter commented: plaintiff chase underwent a mirena iud insertion for pelvic pain on (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: bilateral tubal occlusion. The pathology report states there is silver-colored metal present in both of the proximal oviducts. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 7-may-2017: quality-safety evaluation of ptc. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2006, and reported adverse events including pelvic pain / left pelvic pain (pelvic pain), dysmenorrhea / pain was occuring with menses (dysmenorrhea), heavy menorrhagia / menstrual period was heavy/ spotting (menorrhagia), laparoscopy and lysis of adhesion (pelvic adhesions), spotting (genital haemorrhage), and abnormal uterine bleeding lasting six to eight weeks (uterine haemorrhage). On (B)(6) 2014, plaintiff underwent a diagnostic laparoscopy and lysis of adhesions and on (B)(6) 2015, plaintiff underwent a total laparoscopic hysterectomy, diagnostic laparoscopy and bilateral salpingectomy. Pelvic pain and abnormal genital bleeding and changes in bleeding pattern may occur during essure therapy. In this case, no alternative explanation is available. This case was classified as incident due to the reported surgical interventions. Follow-up information will be obtained through the litigation process. The product technical analysis concluded, based on the available information, there is no relationship between the reported medical events and a quality defect.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('thr right essure coil had perforated through the tubal lumen but not through the serosa'), pelvic pain ('pelvic pain / left pelvic pain'), dysmenorrhoea ('worsening dysmenorrhea / pain was occuring with menses'), heavy menstrual bleeding ('heavy menorrhagia / menstrual period was heavy/ spotting') and pelvic adhesions ('laparoscopy and lysis of adhesion') in a 42-year-old female patient who had essure (ess205) (batch no. 508835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstruation normal, menorrhagia and bowel adhesions. Plaintiff is 46 years old. Concurrent conditions included general anesthesia since (B)(6) 2006 and dermatitis due to metals. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and heavy menstrual bleeding (seriousness criteria medically significant and intervention required). In 2012, the patient experienced abdominal pain lower ("left lower quadrant pain, cramping over the left lower side of the abdomen"). On (B)(6) 2014, the patient experienced pelvic adhesions (seriousness criteria medically significant and intervention required), 7 years 9 months after insertion of essure (ess205). On (B)(6) 2014, the patient experienced urinary tract infection ("urinary tract infection"). In 2014, the patient experienced genital haemorrhage ("spotting"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abnormal uterine bleeding ("abnormal uterine bleeding lasting six to eight weeks"), abdominal pain ("severe abdominal pain / cramping over the left lower and upper side of the abdomen / throbbing, aching and constant pain in her abdomen"), migraine ("migraines"), abdominal discomfort ("burning sensation over her lower abdomen"), rash ("body rashes"), abdominal pain upper ("cramping over the upper side of the abdomen"), menstruation irregular ("prior to essure, plaintiff experienced normal menstrual cycles"), hypersensitivity ("hypersensitivity symptoms"), autoimmune disorder ("autoimmune symptoms") and headache ("headaches") and was found to have uterine leiomyoma ("right uterine cornual fibroid"). The patient was treated with surgery (lysis on (B)(6) 2014, on (B)(6) 2015, total laparoscopic hysterectomy, diagnostic laparoscopy and bilateral salpingectomy and on (B)(6) 2015, total laparoscopic hysterectomy, diagnostic laparoscopy, and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic pain, dysmenorrhoea, heavy menstrual bleeding, pelvic adhesions, genital haemorrhage, abnormal uterine bleeding, abdominal pain, migraine, abdominal pain lower, abdominal discomfort, abdominal pain upper, urinary tract infection, menstruation irregular and uterine leiomyoma had resolved, the rash had not resolved and the hypersensitivity, autoimmune disorder and headache outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, abdominal pain upper, abnormal uterine bleeding, autoimmune disorder, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, menstruation irregular, migraine, pelvic adhesions, pelvic pain, rash, urinary tract infection and uterine leiomyoma to be related to essure (ess205). The reporter commented: plaintiff chase underwent a mirena iud insertion for pelvic pain on (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: bilateral tubal occlusion. Diagnostic results: the pathology report states there is silver-colored metal present in both of the proximal oviducts. Lot number: 508835 manufacturing date: 2005-08 expiration date: 2007-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('thr right essure coil had perforated through the tubal lumen but not through the serosa'), pelvic pain ('pelvic pain / left pelvic pain'), dysmenorrhoea ('worsening dysmenorrhea / pain was occouring with menses'), heavy menstrual bleeding ('heavy menorrhagia / menstrual period was heavy/ spotting') and pelvic adhesions ('laparoscopy and lysis of adhesion') in a 42-year-old female patient who had essure (ess205) (batch no. 508835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstruation normal, menorrhagia and bowel adhesions. Plaintiff is 46 years old. Concurrent conditions included general anesthesia since (B)(6) 2006 and dermatitis due to metals. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and heavy menstrual bleeding (seriousness criteria medically significant and intervention required). In 2012, the patient experienced abdominal pain lower ("left lower quadrant pain, cramping over the left lower side of the abdomen"). On (B)(6) 2014, the patient experienced pelvic adhesions (seriousness criteria medically significant and intervention required), 7 years 9 months after insertion of essure (ess205). On (B)(6) 2014, the patient experienced urinary tract infection ("urinary tract infection"). In 2014, the patient experienced genital haemorrhage ("spotting"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abnormal uterine bleeding ("abnormal uterine bleeding lasting six to eight weeks"), abdominal pain ("severe abdominal pain / cramping over the left lower and upper side of the abdomen / throbbing, aching and constant pain in her abdomen"), migraine ("migraines"), abdominal discomfort ("burning sensation over her lower abdomen"), rash ("body rashes"), abdominal pain upper ("cramping over the upper side of the abdomen"), menstruation irregular ("prior to essure, plaintiff experienced normal menstrual cycles"), hypersensitivity ("hypersensitivity symptoms"), autoimmune disorder ("autoimmune symptoms") and headache ("headaches") and was found to have uterine leiomyoma ("right uterine cornual fibroid"). The patient was treated with surgery (lysis on (B)(6) 2014, on (B)(6) 2015, total laparoscopic hysterectomy, diagnostic laparoscopy and bilateral salpingectomy and on (B)(6) 2015, total laparoscopic hysterectomy, diagnostic laparoscopy, and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic pain, dysmenorrhoea, heavy menstrual bleeding, pelvic adhesions, genital haemorrhage, abnormal uterine bleeding, abdominal pain, migraine, abdominal pain lower, abdominal discomfort, abdominal pain upper, urinary tract infection, menstruation irregular and uterine leiomyoma had resolved, the rash had not resolved and the hypersensitivity, autoimmune disorder and headache outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, abdominal pain upper, abnormal uterine bleeding, autoimmune disorder, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, menstruation irregular, migraine, pelvic adhesions, pelvic pain, rash, urinary tract infection and uterine leiomyoma to be related to essure (ess205). The reporter commented: plaintiff chase underwent a mirena iud insertion for pelvic pain on (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: bilateral tubal occlusion. Diagnostic results: the pathology report states there is silver-colored metal present in both of the proximal oviducts. Most recent follow-up information incorporated above includes: on 1-jun-2021: mr received: reporter and medical history added. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / left pelvic pain"), dysmenorrhoea ("dysmenorrhea / pain was occuring with menses"), menorrhagia ("heavy menorrhagia / menstrual period was heavy/ spotting"), pelvic adhesions ("laparoscopy and lysis of adhesion"), genital haemorrhage ("spotting") and uterine haemorrhage ("abnormal uterine bleeding lasting six to eight weeks") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menstruation normal. Concurrent conditions included general anesthesia since 2006 and dermatitis due to metals. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2012, the patient experienced abdominal pain lower ("left lower quadrant pain"). In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain / cramping over the left lower and upper side of the abdomen / throbbing, aching and constant pain in her abdomen"), migraine ("migraines"), abdominal discomfort ("burning sensation over her lower abdomen") and rash generalised ("body rashes"). The patient was treated with surgery (on (B)(6) 2015, total laparoscopic hysterectomy, diagnostic laparoscopy, and bilateral salpingectomy), surgery (on (B)(6) 2015, total laparoscopic hysterectomy, diagnostic laparoscopy, and bilateral salpingectomy), surgery (on (B)(6) 2015, total laparoscopic hysterectomy, diagnostic laparoscopy, and bilateral salpingectomy) and surgery (lysis on (B)(6) 2014). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, pelvic adhesions, genital haemorrhage, uterine haemorrhage, abdominal pain, migraine and abdominal pain lower had resolved and the rash generalised had not resolved. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic adhesions, pelvic pain, rash generalised and uterine haemorrhage to be related to essure (ess205). The reporter commented: plaintiff chase underwent a mirena iud insertion for pelvic pain on (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: bilateral tubal occlusion. The pathology report states there is silver-colored metal present in both of the proximal oviducts. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2006, and reported adverse events including pelvic pain / left pelvic pain (pelvic pain), dysmenorrhea / pain was occuring with menses (dysmenorrhea), heavy menorrhagia / menstrual period was heavy/ spotting (menorrhagia), laparoscopy and lysis of adhesion (pelvic adhesions), spotting (genital haemorrhage), and abnormal uterine bleeding lasting six to eight weeks (uterine haemorrhage). On (B)(6) 2014, plaintiff underwent a diagnostic laparoscopy and lysis of adhesions and on (B)(6) 2015, plaintiff underwent a total laparoscopic hysterectomy, diagnostic laparoscopy and bilateral salpingectomy. Pelvic pain and abnormal genital bleeding and changes in bleeding pattern may occur during essure therapy. In this case, no alternative explanation is available. This case was classified as incident due to the reported surgical interventions. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.